Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer returned the unit back to stock to covidien svc ctr. Upon triage, svc tech found the power cord is burned.